Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parents reported via phone call that customer had site issue of irritation. The customer reported that they received medical treatment as a result of the site issue. The device will not be returned for the analysis.